Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticking out. A field service engineer removed drawer found latch housing screws missing. Replaced screws and latch housing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system drawer was sticking out. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h usage of device, section h imdrf annex g, section h imdrf annex c and section h manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticking out. A field service engineer removed drawer found latch housing screws missing. Replace screws and latch housing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system drawer was sticking out. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.